Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance and capture threshold had dramatically increased. The patient was asymptomatic. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.